Manufacturer narrative:
Device received with operating currents within specification. Device passed self test, rewind, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms or one of the tasks has not responded for specified time error were noted. The formatted history file confirmed software error. Software error due to ipc communication timeout caused by hardware issue. Device received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and had received multiple pump error as well as insulin flow blocked alarm. The customer¿s blood glucose level was 547 mg/dl and latest is 337 mg/dl. The customer states the insulin exited. The customer states unable to troubleshoot the pump error since call got disconnected. The insulin pump will be returned for analysis.